Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. The patient was not hospitalized or on hospice care prior to death. It was unknown if an autopsy was performed. It was reported that peritoneal dialysis therapy was ongoing until death. It was not reported if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction / additional information: the listed sections have been updated to coincide with a change in product coding to an unknown disposable (previously coded to hardware). The date of peritonitis event was updated as the patient experienced peritonitis prior to the event of death. It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis and subsequent death coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as due to touch contamination. On an unreported date, the patient began treatment with ancef (intraperitoneally, 1 gram, frequency and duration not reported) for peritonitis. The treatment with antibiotic for peritonitis was ongoing at the time of death. It was not reported if the patient recovered from the peritonitis event prior to death. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.